Manufacturer narrative:
The device was received for evaluation. Visual inspection identified a small, white particle on the front right side of the bag. Microscopic examination determined that the particle is a piece of plastic, loose inside the bag. A second particle was also found inside the bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported event occurred on an unspecified date in 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a ¿white stain on the surface¿ of an exactamix total parenteral nutrition bag. This was observed prior to use of the device. There was no patient involvement. No additional information is available.